Manufacturer narrative:
Adverse event (ae) assessment: ae assessor was unable to contact patient after multiple attempts. Information available was obtained from trainer and follow-up from patient. Patient with reported type 1 diabetes, using the v-go 30 for 2 months, type of insulin unknown, was hospitalized due to high blood sugars dka. The patient reports putting on a v-go at 9 am and left home. His blood sugars increased out of range and addition to his heart issue had to go to the hospital. The v-go was not delivering insulin and he did not have any back up insulin outside the house. The v-go device is not available for collection. Per trainer the patient stated the v-go had fallen off and the patient did not have insulin for 4 days and was hospitalized for high blood sugar. Additional details and timeline for this case is unknown. Unable to conclude if the device fell off or device stopped delivering insulin that resulted in elevated blood glucose readings and diagnosis dka. No blood sugar readings were reported; except elevated and dka. If the device did not fall off and stopped delivering insulin it is possible the v-go device contributed to the reported elevated blood glucose readings, hospitalization of dka. If the device fell off, patient was aware and there was a 4-day delay of insulin management, it is unlikely related to the v-go device. Elevated blood sugars and diagnosis of dka is a serious event.

Event description:
A v-go trainer called to report that a patient stated that their v-go had fallen off and they did not have any insulin for four days. The patient was then hospitalized with high blood sugar. Additional information received from the patient stated that they were hospitalized from (B)(6) 2025 to (B)(6) 2025 due to high blood sugar levels/diabetic ketoacidosis (dka). The patient put his v-go on in the morning around 9am and left his home. His sugars started going out of range and in addition to his heart issue, he had to go to the hospital. The v-go was not delivering insulin, and the patient did not have any backup insulin outside the house. Patient also stated that v-go does not suit his very active lifestyle. No devices are available for return to the manufacturer for evaluation.